Event description:
It was reported that a procedure was performed to treat a lesion in an unknown vessel. A 3x38mm xience pro drug-eluting stent (des) was attempted to be advanced into the anatomy; however, the des could not be advanced over the guidewire. The des was replaced with another xience des and the procedure was completed. There was no adverse patient effects nor clinical delay. Subsequent to the initially reported information, the device was received, and the analysis revealed a separation of the inner member in the distal shaft area located 9mm (millimeters) distally from the guidewire notch. The account could not confirm when the separation occurred as it is unknown. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to insert could not be confirmed due to the condition the device was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.